Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning. Reportedly, the customer was able to turn the pump on when plugged into a power source. The customer's blood glucose level was 280 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.